Event description:
Received a (B)(6) report stating that an 840 ventilator screen went blank while in use on a patient. Rn detached patient and bagged patient while being switched to a new one. Patient was reattached and arterial blood gases showed no changes.

Manufacturer narrative:
Should new information become available, a follow up MDR will be submitted.